Event description:
During a pulmonary vein isolation cryoablation procedure, a cardiac perforation occurred which required surgical repair to stabilize the patient. While performing the transseptal puncture using the non-(B)(6) device (acutus acqucross transseptal needle) and the non-(B)(6) device (boston scientific polar sheath), the left atrial appendage was perforated. The perforation was surgically repaired to stabilize the patient. The physician alleges the transseptal needle was the cause of the perforation. Reference report: mw5152908. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).